Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator.

Manufacturer narrative:
Attempt to contact the customer - no info available for the repair.